Event description:
Patient revised on (B)(6) 2020 when a total shoulder arthroplasty was converted to a reverse due to a fractured glenoid. Approximately 7 months after primary surgery. Surgeon explanted 39x15 offset head, size s 3-4 peg glenoid, and +9mm double. Cone taper. Surgeon then implanted a 36/+3 standard humeral cup and a baseplate and glenosphere from a different manufacturer.